Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported by the patient in a report that: "severe pain and swelling continuously up to 2 years after surgery. I had to have 2 more surgeries to correct the problems created by the cartiva which included 2 subsequent bone grafts, insertion of many screws and large titanium plate. Due to my arthritis (osteo and rheumatoid) and other significant health conditions, I have subsequently been told that the cartiva sci shouldn't have been used for my toe. It flared up my arthritis both painwise and comfortwise. I had to have 2 subsequent surgeries to fix the damage caused by the cartiva sci."